Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg would no longer communicate with the patient controller and was subsequently deemed inoperable after having a nerve ablation procedure. Troubleshooting the event was unsuccessful. As a result, surgical intervention may be undertaken as the next course of action to address the issue.